Event description:
It was reported that the patient underwent an abdominal hysterectomy on an unknown date in 2024, and barbed suture was used. During the surgery, a pds stratafix symmetric broke close to the swage. There was no patient harm. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: according to the information received, it was reported that broke close to the swage. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with product code sxpp1a443 with a needle with a suture segment attached, another suture section is visible in the photo. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.